Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic field service engineer visited the site, and found the detector positioner cover broken off and wedged between tube and bottom of gantry. Parts were sent to site (B)(6) 2015 and the representative replaced the cable tray, detector positioner cover, springs and hinges on (B)(6) 2015. A system checkout was completed, passed testing and was put back into use. No further issue reported. Parts were not returned to manufacturer so no analysis could be completed. This event was identified during a retrospective review as discussed with the FDA new england district office on (B)(6) 2016 via medtronic navigation, inc. Response to (B)(6) 2016 (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since (B)(6) 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the o-arm is making an unusual noise. There was no patient present when this issue was identified.